Event description:
It was reported that the device exhibited beeping but no error popping up. There was unknown patient involvement.

Manufacturer narrative:
E1: phone ext # (B)(6). One device was received for evaluation. A review of the event history log revealed many downstream occlusion alarms. It was determined that the most probable cause is the battery compartment. The downstream occlusion sensor and battery compartment were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.